Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 ,they noticed the heating element on the bipolar jaws (heater wire) was sticking out one side, as a result did not work. Opened another kit to finish the case. No patient affects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 05/25/2021. An investigation was conducted on 06/03/2021. Signs of clinical use and slight evidence of blood and charred material was observed on the heater wire. The heater wire was observed to be flexed and bent away from the hot jaw from the base to the tip of the hot jaw with detachment at the tip. The clear silicone insulation was observed to be intact, no visual defects were observed. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "material twisted/ bent wire" was confirmed.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 ,they noticed the heating element on the bipolar jaws (heater wire) was sticking out one side, as a result did not work.